Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The 99% stenosed and calcified lesion was located in the proximal left anterior descending (lad) artery. Post implantation of a cypher 18mm x 3.5mm stent, the quantum maverick balloon ruptured at 16 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8437151 have been reviewed and no issues or discrepancies were found. Should further relevant information become available; a supplemental medwatch report will be filed.